Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall and shortness of breath.  Undersensing was noted on the right ventricular (rv) lead on current electrograms (egm) possibly leading to pacing on the t.  The rv lead remains in use. No further patient complications have been reported as a result of this event.